Event description:
It was reported that the patient had a suprapubic catheter exchange at another hospital 3 days ago, and was unable to flush his suprapubic catheter since yesterday. The patient also reported that the balloon was not well-filled, it was only filled with 7ml of sterile water. The patient flushed his catheter daily because he had a lot of debris, he had a very small bladder capacity due to cryo-procedure 4 years ago. It was later reported on 26sept18 from (B)(6) (sales rep), there was no medical intervention or patient injury. It was unknown if the suprapubic catheter caused the patient to allegedly have hematuria with clots.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. No blockage was observed in the drainage lumen. Water was introduced through the drainage eye and came out from drainage funnel without difficulty. Sample was sent for flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a suprapubic catheter exchange at another hospital 3 days ago, and was unable to flush his suprapubic catheter since yesterday. The patient also reported that the balloon was not well-filled, it was only filled with 7ml of sterile water. The patient flushed his catheter daily because he had a lot of debris, he had a very small bladder capacity due to cryo-procedure 4 years ago. It was later reported on (B)(6) 2018 from (B)(6) (sales rep), there was no medical intervention or patient injury. It was unknown if the suprapubic catheter caused the patient to allegedly have hematuria with clots.